Event description:
Information received indicates that an advance sling was implanted on (B)(6) 2008. It was reported that the patient developed retention and the sling was "explanted shortly after."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.